Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she was having highs and lows. Patient's blood glucose at time of incident was 62mg/dl. Patient's current blood glucose was 471mg/dl. Patient had treated it with food. Patient has been experiencing low blood glucose for more than an hour. Customer stated the drive support cap appears normal. Based on customer report customer does not allege pump was over delivering. Patient's blood glucose at time of other incident was 600mg/dl. Patient's current blood glucose was 471mg/dl. Customer declined to perform the high pressure test. They ran selftest and it passed. The insulin pump will not be returned for analysis.